Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Product wouldn't deploy and it split.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-feb-2025 following the additional information received: partially complete cc form received on 14-aug-2024 that contained the following information: "stent wouldn't deploy and it split. I need to get more info from customer." Cc form and additional questions received on 18-sep-2024: once the delivery system was in place the safety guard was removed. The handle was squeezed gently to deploy stent the stent. The stent would not deploy there was resistance. It was noticed that the join in the handle was coming apart so device was removed leaving wire guide in situ. 1. At what stage of the procedure did the complaint occur? Stent repositioning. 2. What endoscope type and channel size was used? Aquilant ercp scope. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? 0.035 acrobat 2 wire guide. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? Unable to deploy stent. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? Another device was opened. 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. N/a. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify. 3. Was the directional button pressed during use? No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2094887 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. The build-up of pressure when trying to deploy the stent could have resulted in the user applying additional force when squeezing the trigger in an attempt to deploy the stent against the resistance. It is possible that this resulted in the handle joint coming apart or splitting slightly. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made for additional information in relation to the event but no response was received. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the evo-fc-10-11-6-b device of lot number: c2094887 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.